Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. Customer reported blood glucose (bg) level was 400 (mg/dl). Correction bolus was delivered. The customer reloaded the cartridge successfully and received an accurate fill estimate. In addition, the customer reported elevated bg levels throughout the day 400 (mg/dl). Customer stated the suspected cause was air bubbles in the infusion set tubing. Customer changed out all supplies, resumed insulin delivery and delivered a bolus to address bg level. Troubleshooting with tandem technical support was declined.